Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient complained of hip pain. Surgeon revised cup from primary hip done on 2004.

Event description:
Patient complained of hip pain. Surgeon revised cup from primary hip done on 2004.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain was reported for a trident hemispherical cup. The event was not confirmed. On the returned shell, shiny wear marks were identified on the coated surface, the origins of these scratches are potentially due to micromotion. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event.